Manufacturer narrative:
A ge svc rep performed an onsite investigation. The ps2 power supply connectors were reseated. The sys was then found to be operating as intended.

Event description:
The customer reported that the system would not take x-rays. The system was booting up with an interlock failure error message. There is no report of pt injury associated with this event.